Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a partial lead was returned in two pieces. Visual examination noted two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of external insulation abrasions was consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.